Event description:
It was reported during a scheduled biliary drainage catheter exchange, it was noted under fluoroscopy this drainage catheter had fractured and the distal portion of the catheter remained in the pt. Successful percutaneous retrieval of the detached catheter segment utilizing a snare followed. Another drainage catheter was successfully placed for continuation of treatment. The pt's condition is good. This device was received, evaluated and retained by this MFR. The engineering evaluation indicated the device was received in three pieces. The proximal segment displayed clean edges. A longitudinal fracture was noted in the catheter,measuring 1.1 centimeters, beginning at the third drainage hole and extending 3 millimeters proximal the third drainage hole. The detached distal tip measured 3.5 centimeters. As a lot number was not provided, a device history search could not be performed. The co's follow up revealed this catheter was in place for approx 4 weeks. User technique and/or pt anatomy may have contributed to this event, however co is unable to determine the exact cause for this event. The co's directions for use state: "the catheter is designed for external and internal percutaneous drainage of the biliary system. This catheter should be evaluated by this physician on or before 90 days post-placement."